Event description:
On (B)(6) 2016, pt was implanted with a hernia mesh in the right side of the hip. The wound healed but opened and since then the would will not heal. He met with his doctor to complain about the non healing wound and the pain and discomfort he's experiencing with it. After examination he was told that the mesh has moved.